Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. No customer pictures were received. No material number(s) was provided. No batch number(s) was provided. The customer did not allege a product malfunction/deficiency. The customer is not comfortable with the manual activation of the safety feature of this product. Therefore, the complaint is considered not justified.

Event description:
Customer states 2 needlestick occurred at his facility.